Event description:
It was reported on (B)(6) 2013 that during a tfn procedure the surgeon experienced difficulty finding alignment for helical blade insertion. After 8 to 10 attempts and several part interchanges, the surgeon was able to implant the helical blade without resistance. Procedure was completed to the surgeon satisfaction with an additional 20 minutes added to the procedure. It was also reported that the surgeon technique was not an issue and had performed several (100) tfn procedures. This report is for an insertion handle f/trochanteric fixation nails. This is 2 of 12 parts for complaint 33102.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A device history report has been requested.

Manufacturer narrative:
Device used for treatment and not diagnosis. A review of the DHR indicates there was one mrr 40911 for: g2 and g4 oversize, and l10 and l20 undersize on a sample of 5 parts out of (B)(4). The lot was inspected to an aql of 1.0 (13 parts were checked and all were found nonconforming). Five (5) parts were dispositioned use as is with the rationale that the dimensions functionally depend on d3 which is at nominal, therefore, shift is acceptable. The remaining 8 nonconforming parts were accepted with no use as is rationale or disposition. Also the remainder of the lot, (B)(4) equal (B)(4) parts, are suspect since they were not inspected. A note to file has been added to this DHR, signed by pd engineer, indicating that all (B)(4) parts are accepted as use as is and the mrr quantity was incorrectly recorded as 5 use as is instead of (B)(4) based on the use as is rationale listed on the mrr. All other records indicate the product was manufactured to specifications. During this evaluation, the returned aiming arms, qty2, blade guide sleeves, qty 2, buttress-compression nuts, qty 2, insertion handles, qty, 2, helical blade coupling screws, qty 2, and helical blade inserters, qty 2, from this complaint were assembled with known good mating instruments and implants to complete the insertion construct in order to evaluate the function and alignment of the returned devices. The mating known good parts included a short trochanteric fixation nail part (B)(4), lot 6700338, cannulated connecting screw part (B)(4), lot 6606047, 100mm helical blade part (B)(4), and ball hex screwdriver part (B)(4), lot 4936924. The constructs assembled and the helical blade aligned with the tfn hole on each attempt in each combination made with the returned devices. The complaint condition of the returned devices not aligning could not be replicated during this evaluation. The design is adequate for its intended use and did not contribute to this complaint condition.